Event description:
Device malfunction: none. Ae/symptoms: confusion. Time of ae/symptoms: one day post procedure. It was reported that one day post a right internal carotid artery stenting procedure, the pt became confused. The pt was given an extra plavix 150mg dosage and sent for a CT scan of the head which was unremarkable . Reportedly, in the next day, the confusion was no longer present. A repeat CT scan of the brain was unremarkable. The pt was discharged to home in the next day. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.